Manufacturer narrative:
No devices/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a fess procedure, when the surgeon registered the points were showing out in space and not populating on the patient's nose. They were eventually able to get a passing registration, but navigation accuracy was off by about a centimeter. The site deleted the patient scan and reloaded it. The second time the site picked the other CT on the disc, but this time they were unable to even get a passing registration. The points still collected off of the scan. The site had adjusted the 3d model to eliminate scatter, but the issue remained. There was a delay to the procedure of less than one hour. Navigation was aborted for the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software investigation was initiated via known anomaly determination, and the reported issue was confirmed to be consistent with an existing software anomaly. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. The trace pattern could be seen flipping on top of the head. This was due to too many points collecting under the skin. Advising the site to use a lighter touch when tracing and avoiding potential loose skin on the patient. Also recommended using the transparency bar in the software to recognize when this is taking place.